Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the line of a homechoice cassette without an alarm. The patient stated that they had air transferred from the blue line during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.